Event description:
It was reported via e-mail that the customer was having problems with the reservoirs and insulin from the reservoir leaked. He also mentioned that the infusion set needles were dull. The caller stated that one time when they removed the infusion set, the cannula remained in his son's body. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.